Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -7.0/1.5/014 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for the same model and size but different power lens due to low vault. The replacement lens resolved the problem.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). (B)(4).